Event description:
The pump was returned for investigation. Investigation revealed a dim, red display, intermittent functionality of the up and contrast buttons and contamination under the up and contrast button contacts. This report is made based on results of investigation completed on 04/17/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings: the keypad cover was observed to be torn near the ok button. The up button responded intermittently to testing. The display was observed to be dim, fading, and reddish in color. The keypad cover was removed and contamination was found under the contrast and up button contacts. (B)(6).